Event description:
During index procedure, the patient had two endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the mid rca. The fol lowing day the patient suffered a mi. It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was possibly related to the study device.

Manufacturer narrative:
Asa. (B)(4). Results: inherent risk of procedure (myocardial infarction).